Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total knee procedure, while on joint capsule closure, when using a regular stitch technique, the needle popped off the suture after one pass of tissue. A new suture was used to resolve the issue. There was no patient injury.